Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigation confirmed the reported complaint. Failure analysis found the primary failure of severely bent grip tips to be related to the customer reported complaint. The instrument was found to have a severely bent grip on the proximal end. The location of the damage can cause the grip tip to hit the proximal clevis of the cannula when removed from the system. The root cause is attributed to misuse, such as excess force applied to the instrument jaws. The instrument was also found to have indentations on the edge of the distal pulley. The root cause is typically attributed to misuse, such as instrument collisions or impact from an external object. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the force bipolar instrument (471405-06/k10220110 0185) associated with this event has been performed. Per the logs, the instrument was last used on 8-apr-2022. This complaint is being reported based on the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to the grip tip sticking out/jaw dislodged. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the force bipolar instrument was difficult to remove. When the customer inspected the tip of the instrument, there was a dislodged piece that was catching on the trocar. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.